Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient received an oor message on their patient programmer. The patient adjusted stimulation by 0.1v with patient programmer and received oor message. The patient planned to go to the neurologist for an interrogation. They are receiving therapy and had symptom control in the meantime. The patient planned to go to the neurologist for an interrogation and was receiving therapy. The oor screen cleared on the patient programmer and details were sent to the neurologist for follow-up. The issue was resolved. There were no further complications reported. Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the out of regulation (oor) message was unknown. There was no further information regarding the event. No patient symptoms or further complications were anticipated. Additional information was received from the rep indicating the patient had another oor event. The patient says they last checked their system with their patient programmer earlier in (B)(6) and there was no oor message at that time. Today, the patient was programmed to: left was 2-3-1+ with therapy impedance of 942 ohms with a 5.7 ma current and right was 5-6+7= with therapy z=828 ohms with 4.781 current. The pairs 4/7 and 5/7 are both at 1288 ohms. C/6 was 1907 ohms. Historical impedances from the 8840 on (B)(6) 2018 after the ins was changed out - left side impedances were more consistent between the two dates with some pairs differing by 100 ohms given or take some. 4/7 and 5/7 were both at 1260 ohms; therapy z for left was 1008 ohms with 6.2 ma, right side was 828 ohms (which decreased a fair amount given that there was only 0.1 or 0.2 voltage change in programming between those measurements. The caller also noted that c/6 impedance was lower down but didn't provide specific value. Left was programmed today to: 5.7v, 90us, 150 hz (which was previously at 5.8v at (B)(6) 2018 session). There were no out of range impedances. No further complications were reported.